Event description:
Healthcare professional reported right side "signs of damage, rupture to the right implant visible in ultrasound. "Floating" degraded right capsule with fluid outlining." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported right side "signs of damage, rupture to the right implant visible in ultrasound. "Floating" degraded right capsule with fluid outlining." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma : unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.